Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's trial lead migrated and was not providing effective stimulation. The physician attempted to reposition the lead but instead opted to replace it with a new one.